Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The blood glucose reading was 12.2 mmol/l. The insulin pump had not been exposed to a strong magnetic field or MRI. The insulin pump could not be rewound. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump did not have an unexpected shut down during testing. Unable to verify unexpected shut down alarm in the alarm history screen due to constant motor error alarms during rewind. Unable to perform displacement test, basic occlusion test, prime, compromised force sensor error test, occlusion test and excessive no delivery test due to constant motor error alarms during rewind. The unit was received with constant motor error alarms during rewind due to cracked flex cable trace. The insulin pump had a cracked case at lcd window corners, lcd window, reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.